Manufacturer narrative:
(B)(4). Add'l info: catalog #: 486020, initial rptr: (B)(6).

Event description:
Procedure: urological/gynecological. According to the rptr: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.